Event description:
It was reported that the guide wire accessed a tortuous, calcified circumflex lesion without problems and an attempt was made to advance a balloon catheter over it. After several unsuccessful attempts to cross the balloon catheter through the lesion, it was withdrawn backwards while advancing the guide wire to maintain lesion access. Resistance was felt and the guide wire fractured, leaving approx 20cm of guide wire in the coronary artery. Retrieval efforts were unsuccessful and the guide wire was left inside the anatomy, where it still resides.